Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects,number 1 states, "material sensitivity reactions." And number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-01252 / 01255).

Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012, due to alleged pain and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was unknown at the time of the initial medwatch. Explant date should be left blank. Implant was not revised. This report is number 2 of 4 mdrs filed for the same event (B)(4).

Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012. Medical records provided indicate revision was allegedly due to elevated cocr levels, pain, infection, and metallosis. The head and stem were removed and replaced with competitor products. The shell and liner remain implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.